Manufacturer narrative:
This report is filed (B)(6) 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with device use, resulting in the decision to explant the device (date not reported). It is unknown whether the patient was reimplanted with a new device as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
It is now reported that the patient experienced an infection prior to explantation of the device.